Event description:
The following has been reported: biomed reported: the concern is how often the pump requires a complete shutdown to clear an alarm. In the 12 months running on 5m/n we never had this many pumps pulled for service or "service alarms". Looking through we have about 24 pulled right now. Just looking for some clarification on why we didn't see this alarm previously in the original 44 pumps. A preliminary review identified the following issue: infusion stopped. (B)(6) 2024 - biomed emailed serial #, reported: per screen promp " pump problem" " infusion stopped" service needed, unable to duplicate, cleaned and run test patient without issue. Returned to the floor. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The reported condition could not be confirmed. The device was returned for a pump problem alarm. Prior to the pump being returned, the device was cleaned and tested by biomed without issue. Logs were not able to be retrieved until the device was at the evaluation facility. Pump passed mock infusion testing during investigation. Log files pulled from the device show a valve motor failure occurred prior to the device being cleaned and tested by biomed. Internal inspection of device for damage found none. The fva pins should be cleaned and their lip seals should be replaced.